Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for the post-operation check. Upon interrogation, it was noted that when pacing from the atrial lead, there was ventricular capture. A chest x-ray revealed that the atrial lead was dislodged. The lead was repositioned. The patient was in stable condition.